Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with reflin injection 1 gram (route, frequency, and specific duration not reported), tobramycin 40 milligrams (route, frequency, and specific duration not reported), and heparin 25000 units (route, frequency, and specific duration not reported) for the peritonitis event. On an unreported date, antibiotic treatment was completed. It was not reported if dianeal therapy was ongoing. The patient was recovered from the peritonitis and the peritoneal effluent fluid was clear. No additional information is available.